Manufacturer narrative:
(B)(6).

Event description:
It was reported that there was severe resistance upon burr removal. The 90% stenosed target lesion was located in the distal left circumflex artery. A 1.50 mm rotalink plus was selected for use. During withdrawal, severe resistance was felt when removing the burr but the device was just simply pulled form the patient's body. The device was then tried to insert again but severe resistance was met, thus the usage was stopped. The set operational speed was 180,000 rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. The air/nitrogen hose and fiberoptic cable were received cut. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. The drive shaft rotated when it was checked; however functional testing could not be performed as the hose and cables were cut. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that there was severe resistance upon burr removal. The 90% stenosed target lesion was located in the distal left circumflex artery. A 1.50mm rotalink plus was selected for use. During withdrawal, severe resistance was felt when removing the burr but the device was just simply pulled form the patient's body. The device was then tried to insert again but severe resistance was met, thus the usage was stopped. The set operational speed was 180,000rpm. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.